Event description:
Customer states had a hip replacement back in 2004 and has seen a lot of complaints about his device, so he decided to call an attorney and he was told by his attorney to call the FDA and file a complaint. Customer states after the hip replacement he has been having pain for about 3 yrs and the device makes noise when he moves, and because of his pain he no longer works since about 1.5 yrs ago and now receives disability checks. Customer states he feels his device should be recalled because after doing some research, he found out that this company has a lot of problems with their hip replacement device.